Manufacturer narrative:
Part for repair have been ordered. Repair is not complete at this time.

Event description:
Technician alleged brake casters will not lock in brake, pedal sets but casters will not lock.